Event description:
It was reported that the surgery center believed that an issue with the healon duet and a reusable I/a (irrigation/aspiration) cannula was causing tass, toxic anterior segment syndrome. Reportedly, the surgery center has seen an increase in the number of tass cases. Further, the sterilization process at the surgery center has been reviewed with flushing of the system and sterilization of equipment. The event date(s) were unknown. The doctor emphasized that the tass reported is an inflammation, and not an infection. The surgeries, two of four cases, were uncomplicated and the inflammation is noted one day post op. The two patients were treated with steroids, and the inflammation went away within one day. The inflammation has nothing to do with the intraocular lenses. The most likely cause, based on the surgery center's investigation, is the I/a tips, which are reusable. It is believed that the I/a tips are not thoroughly cleaned out of viscoelastic before reuse. The nurses have now been paying closer attention to the cleaning of the I/a tips before reusing them and there have been no further issues. Patient data is unknown. Lot number for the healon duet was unknown. No further information was provided.

Manufacturer narrative:
(B)(4). Implant date: if implanted, give date: not applicable (na). Explant date: if explanted, give date: not applicable (na). Concomitant medical products: irrigation/aspiration (I/a) cannula, manufacturer unknown (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.